Event description:
It was reported the patient received the following results within 15 minutes: 119 mg/dl (patient's meter) and 65 mg/dl (hospital's non-roche meter). The patient experienced symptoms of hypoglycemia, but she was able to self-treat.